Event description:
Pt was receiving radiation therapy which involved gold seeds implanted. Seeds were digitized using acculoc image guide pt localization system. The software froze during the process and when the system was rebooted the decimal points in the values had changed. In re-entering the values the therapist made an error that caused an incorrect area of the body to be treated. There was no sequela to the pt and the treatment plan did not need adjustment. This problem had been recurring frequently over the past months and had been reported to the vendor several times with one patch being provided that was not effective in remedying the issue. Following this issue the vendor did provide a software upgrade which seems to have alleviated the problem.